Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at 80% deployment and a target implant depth of 1mm, it was noted that calcium pushed on the valve preventing full expansion of the valve frame. Significant calcium was identified on computed tomography angiography in the same location. The valve was deployed and recaptured three times before the delivery catheter system was withdrawn from the patient. Per the physician, in retrospect, a pre-implant balloon aortic valvuloplasty (bav) should have been performed. A new valve was successfully implanted, but calcification also prevented full expansion of the second valve. Mild-moderate paravalvular leak was noted; subsequently, a post-implant bav was performed and resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.